Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve was blocked during preparation and had foreign substance within the valve. There is something like a membrane in the valve and the saline could not be flushed through the valve during the preparation. The complaint valve was replaced with another one. The original disease is unknown. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). The valve was returned for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected; it was noted that the needle base was raised, the complaint is confirmed. A review of manufacturing records found the device conformed to specification when released to stock. The root cause for the raised needle guard base, was likely due to user error. As noted in the IFU: do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.